Event description:
Customer reported that he had difficulty adjusting the vacuum knob on a css console that was supporting a patient. The patient was switched to a backup css console. There was no patient impact. This alleged failure mode poses a low risk to the patient because it does not negate the ability of the css console to perform its life-sustaining functions, as the css console does not require vacuum to achieve appropriate cardiac output. An investigation will be conducted by syncardia, and the results will be reported in a supplemental MDR.